Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported two discrepant results of >1000 with an I-stat act kaolin cartridge. On (B)(6) 2011, at 11:10: initial act was 271 (heparin was given); 10 minutes later act was >1000; 15 minutes later, new sample, act was 334; 20 minutes later act was >1000; 12 minutes later, different analyzer, new sample, act >1000; 30 minutes later act was 346. Rest of the results were as expected 340, 340, 321, 214. Based on the info at the time, there was no injury associated.